Event description:
Customer reported on 07 december 2023 from the us that the elvie pump caused red marks and burns. The customer did not confirm whether she was seen by a healthcare professional or whether she was prescribed any medication. It is therefore unknown whether this event caused or may have led to a serious injury, however, it will be reported as a precautionary measure.

Manufacturer narrative:
Elvie pump contains a diagnostic feature that if connected to the companion mobile app, allows chiaro engineers to remotely interrogate the device and perform several checks including a "thermal test" to understand the maximum temperature recorded during use. If conducted, this can help determine whether the pump was operating within its allowable temperature specification. Initially, the customer did respond and was willing to participate in remote thermal testing, however, the minimum connection time of 5 minutes was not reached and therefore no results could be obtained. The customer was asked to complete the testing again on the 07th december 2023, however, the customer was unwilling to connect remotely again due to time constraints. We were therefore unable to perform any remote thermal tests. The customer was however willing to return the device and has done so. The customer was then given a refund. At this stage it cannot be definitively concluded that the pump caused burns. Any further information that can be obtained from this investigation will be sent in a follow up report. In addition to the pending investigation described above, chiaro has an established post market surveillance process as part of its iso13485:2016 & mdsap registered quality management system. We continually monitor and trend all customer complaints and review against our product risk management files. For alleged burns, we track the complaint rate, and it currently falls in line with expectation as defined in our risk management file.